Event description:
It was reported that the customer was having motor issues with his insulin pump. At the time of reporting, his blood glucose level was 400mg/dl, which he treated with a manual injection. He reported getting the motor error alarm shortly after receiving a no delivery alarm. He was advised to discontinue use of the pump and revert to his backup plan. In addition he was told his insulin pump would be returned replaced. No additional information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.